Event description:
The following info was rec'd via e-mail on 6/18/98 from source. Nellcor puritan bennett marketing product manager. Source rec'd this allegation from npb sales rep: source had a report of a child on the device who almost died when the nurse unknowingly changed the mode from "a/c" of 3 and 19 cmh2o to constant positive airway pressure of constant 19 cmh2o. This allegation was made by a rep of uf.